Event description:
On (B) (6) 2010 pt reported she has had an ongoing issue with air bubbles in her cartridge and tubing as well as elevated blood glucose readings. Pt reported that on (B) (6) 2010, her blood glucose reading was 324 mg/dl before bed and she bolused 8 units of insulin. Pt stated when she woke up this morning, her reading was 325 mg/dl and she has bubbles in the insulin cartridge and infusion tubing. Pt reported she decided to "reload the pump" this morning. She stated that she filled her cartridge and attached the adapter and tubing. There were no air bubbles in the cartridge or tubing. Then she inserted the cartridge into the infusion device and immediately there were 3 "giant" air bubbles in the cartridge. Pt reported she filled her cartridge with 280 units and adjusted the piston rod but only to 290 units because she wanted to leave room to prime. Educated pt on the proper procedure for adjusting the piston rod. Explained that she should always adjust the piston rod for at least the amount of insulin that is in the cartridge and highly recommended adjusted it for 5-10 units less than the amount that is in the cartridge. Pt then removed the cartridge that has the bubbles in it and manually pushed the bubbles out. Had pt prime the cartridge, attach adapter and tubing, prime the infusion set and insert into infusion device. There are no air bubbles in the cartridge or tubing. Pt reported she is under a lot of stress with her job "but that is life." Pt stated that last week she filled her cartridge and then 2-3 days later, she noticed 30 little champagne bubbles in her cartridge. On call back from pt on (B) (6) 2010, pt reported she had not experienced any further air bubbles and she is staying under control. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.